Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported low speed events were confirmed through evaluation of the submitted log files, a specific cause could not be conclusively determined through this evaluation. A correlation between the device and the reported patient symptoms could not be conclusively determined. The heartmate ii instructions for use explains all pump parameters including power, flow, and pulsatility index (pi). Pump power is a direct measurement of motor voltage and current. This document explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, while pump flow is estimated from pump power. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age, gender and weight were not provided. Information is unknown as the implant date and serial number of the device was requested but not provided. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) in 2016. It was reported that the patient presented with dyspnea and chest pain. The system controller log files reviewed by the manufacturer¿s technical services representative revealed very high pump power consumption. The patient was started on heparin. A CT scan was negative for vad thrombosis. The patient did not have other signs of hemolysis or vad thrombosis. No additional information was provided.